Manufacturer narrative:
Complaint coding has been revised to more accurately reflect the reported event. The update included the addition of false alarm as clinical details indicate impella in aorta alarm; however, chest x-ray and echo appear to show impella in proper position. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been corrected, fully repopulated and should be considered the representation of the reported event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right axillary/subclavian artery in a 60-year-old female patient with a past medical history of coronary artery disease (cad) and diabetes, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the device was going to be removed, but the patient coded. Chest compressions were initiated. Multiple rounds of cardiopulmonary resuscitation (CPR) were required. An impella in aorta alarm was noted. A chest x-ray was performed, along with an echocardiogram, which verified the impella to be in proper position in the ventricle. The next day, there was a high purge pressure alarm. Also, suction above p-1. An alarm came on after p-2 was turned down to p-1. An echocardiogram to be done to confirm placement. There was no noted interruption of flow or support for the patient. Six days after impella insertion, the family withdrew care, and the patient expired on support. The impella functioned at p-3 at 2.4l/min as intended. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient in acute myocardial infarction and cardiogenic shock, complicated by stage e shock.

Manufacturer narrative:
D4 catalog number and d4 serial number were updated, corrected accordingly.